Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no damage was observed. During testing, the up arrow, ok and contrast keypad buttons were intermittently unresponsive and required multiple presses to engage; the down arrow keypad button responded appropriately. There was evidence of contamination found under all key contacts.

Event description:
The reporter contacted animas on (B)(6) 2012 stating all of the keypad buttons were intermittently unresponsive for one to two months. The reported denied recent trauma to the pump. The keypad was reportedly intact and the pump was not exposed to water. The patient reportedly wore the pump in a pocket and did not clean it. There is no adverse event associated with this complaint. This report is being made based on the allegation of a keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.